Event description:
It was reported that the lead failed to capture. It was also reported that the lead had an insulation breach and a subclavian crush was suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the proximal conductor was distorted, all of the conductors were stretched. There was blood/body fluid on all conductors (not obstructed). The outer insulation had a cosmetic cut, the outer insulation was breached cut and all insulators were breached cut. There was blood in/on the helix/lobe mechanism and there was tissue on the helix. Visual analysis noted apparent explant damage and that the helix length could not be tested due to both conductors being distorted.